Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that both the right atrial (ra) lead and right ventricular (rv) lead dislodged shortly after implant. Communication with the clinic indicated that both leads were repositioned approximately one month after implant and remain in use. No patient complications have been reported as a result of this event.